Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient was treated with vancomycin injection (inj) (1 gram, as required, intraperitoneally (ip), duration not reported), amikacin inj (100 mg, once a day, ip, duration not reported) and imipenem inj (1 gram, once daily, route and duration not reported) for peritonitis. At the time of this report, the patient was reported to be recovering from the peritonitis event. The action taken with pd therapy was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient's effluent was clear, antibiotic therapy was discontinued, and the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.